Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic testing, the patient's vibratory notifier was unable to be felt by the patient or rep. No sources of emi could be identified. Wireless and wanded telemetry were tried to troubleshoot, multiple programmers were used, and the vibration duration was reprogrammed. The patient will continue to be monitored closely.